Manufacturer narrative:
The reported event that anterior chamfer reamer was alleged of 'instruments - reamer - broken' could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
While the surgeon used the talar surface reamer (100-3007) to prepare the surface of the talus in conjunction with the talar ap cut guide, the "collar" on the reamer was broken. The surgeon was able to complete the surgery without complication, but upon final inspection, the reamer, it was discovered was broken. This item was used brand new, out of the box, in the sterile kit (100-0071).

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
While the surgeon used the talar surface reamer (100-3007) to prepare the surface of the talus in conjunction with the talar ap cut guide, the "collar" on the reamer was broken. The surgeon was able to complete the surgery without complication, but upon final inspection, the reamer, it was discovered was broken. This item was used brand new, out of the box, in the sterile kit (100-0071).